Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was leak at past second o ring. Troubleshooting was performed. Customer stated that there was not an air bubble in the reservoir. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per dop114-811 and es9041. Found no leakage anomaly during filling. (B)(4).